Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a suspicion of a partial external compression of the outflow graft could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. A specific cause for this event, as well as the reported driveline infection, could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed that there were no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection (driveline, localized, and pump pocket or pseudo pocket) that may be associated with the use of the hm 3 lvas. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient presented with driveline infection on (B)(6) 2023. Wound cultures were taken on (B)(6) 2023 and were positive for proteus mirabilis, staphylococcus epidermidis, and corynebacterium amycolatum sensitive to ceftriaxone and amoxicillin. The patient was treated with intravenous ceftriaxone 1 gram every 24 hours from (B)(6) 2023 and transitioned to amoxicillin-clavulanate 875-125mg twice daily for tentative course of 14 days. The infection was mostly resolved but the patient remained on antibiotics. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a suspicion of a partial external compression of the outflow graft could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed that there were no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-007766 with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for mlp-007766 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient did not have a thrombus. There was suspicion that the patient's outflow graft was partially compressed. The patient was otherwise doing well. There were plans to do a repeat computed tomography (CT) in (B)(6) 2023. No further CT scans were performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent computed tomography (CT) imaging that revealed a possible thrombus in the left ventricular assist device (lvad) conduit. Labs were stable and the patient was doing well otherwise. Log files did not contain any unusual events.